Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the device met 90.21% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced as a result of premature battery depletion. It was also reported that battery life was as expected. Follow-up was done to understand the reported information and it was indicated that while the programmed settings and patient conditions appeared to align with the time from implant to elective replacement indicator (eri), the physician and patient considered the duration inadequate. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.